Event description:
The end user reported when opening the sachet of sterile water to be used the urinary catheter, the sachet broke "at the end" and water leaked on the paper backing of the package.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Additional patient/event details have been requested. Should additional info become available,a f/u report will be submitted. This complaint involves eleven devices, therefore a separate FDA form 3500a will be drafted for each device. (B)(4).

Manufacturer narrative:
After further review, it was determined the initial MDR submitted to the FDA on april 23, 2015 - MFR #3005778470-2015-00012 was reported in error. Reported to the FDA on july 02, 2015.